Event description:
It was reported that the insulin pump alarmed motor error; once the motor kept going and ruptured the reservoir, and another time it occurred during a set change or during a basal delivery. The customer's blood glucose was 115 mg/dl. The customer does not use the sensor feature. Also, the customer stated that there was a prime/fill anomaly but no details were provided. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.